Event description:
C-cc-dc - kit components damaged or out of spec; it was reported that the patient had a big inflammation in the neck, around the ava insertion area. When the anesthesiologist removed the ava, the device was damaged along most of its length. After a couple of days, the inflammation disappeared and was not associated with any patient injury.

Manufacturer narrative:
Customer report was confirmed. Only the ava3xi catheter was returned. The catheter body tube was found to be split open over a 2 inch length, that enters the 2cm lumen. The split area appears to be following what appears to be an extrusion line that runs the entire length of the tube.